Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and genital haemorrhage ('abnormal bleeding(general)') in a 61-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included meniscus tear in 2007, exostosis in 2004, ovarian cystectomy in 1976, gastrooesophageal reflux, hypertension, gerd and asthma. Concurrent conditions included knee arthroplasty since 2013, morbid obesity, enterocele, hiatal hernia, uterine prolapse, submucous leiomyoma of uterus, adhesions nos postoperative, uterine fibroid and gastritis. Concomitant products included alprazolam (xanax) since (B)(6) 2016, amlodipine besilate (norvasc) since (B)(6) 2017, fluticasone propionate; salmeterol xinafoate (advair) since 1999, montelukast sodium (singulair) since 1999, omeprazole (protonix) since (B)(6) 2007, paracetamol (acetaminophen) from (B)(6) 2009 to (B)(6) 2016 and sertraline hydrochloride (zoloft) since 2005. In (B)(6) 2009, the patient had essure inserted. In february 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), anxiety ("psychological or psychiatric problems condition: anxiety/mental anguish"), depression ("psychological or psychiatric problems condition: depression"), migraine ("migraines / headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia),"). The patient was treated with surgery (hysterectomy, bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain had resolved, the genital haemorrhage, vaginal haemorrhage, menorrhagia, anxiety, depression and dysmenorrhoea outcome was unknown and the migraine was resolving. The reporter considered anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: gray metal coiled wire is identified in the left cornua of the uterus, extending into the proximal most portion of the left fallopian tube. The coil is located within the lumen of the fallopian tube and extends roughly 1.7 cm into the left cornua of the uterus. Discrepancy: updated implant date from (B)(6) 2014 to (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 45.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: essure device was successfully occluded. Total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-aug-2019: pfs and mr received. Reporter and patient demography added. Updated suspected drug. Medical history, lab data, concomitant drug added. New events physical pain, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), abnormal bleeding(general), psychological or psychiatric problems condition: anxiety/mental anguish and depression, migraines / headaches and dysmenorrhea (cramping). Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') and genital haemorrhage ('abnormal bleeding(general)/gen. Abnormal bleeding') in a 61-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included meniscus tear in 2007, exostosis in 2004, ovarian cystectomy in 1976, gastrooesophageal reflux, hypertension, gerd and asthma. Concurrent conditions included knee arthroplasty since 2013, morbid obesity, enterocele, hiatal hernia, uterine prolapse, submucous leiomyoma of uterus, adhesions nos postoperative, uterine fibroid and gastritis. Concomitant products included alprazolam (xanax) since (B)(6) 2016, amlodipine besilate (norvasc) since (B)(6) 2017, fluticasone propionate; salmeterol xinafoate (advair) since (B)(6) 1999, montelukast sodium (singulair) since (B)(6) 1999, omeprazole (protonix) since (B)(6) 2007, paracetamol (acetaminophen) from (B)(6) 2009 to (B)(6) 2016 and sertraline hydrochloride (zoloft) since (B)(6) 2005. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/bleeding: menorrhagia (heavy menstrual bleeding)"), anxiety ("psychological or psychiatric problems condition: anxiety/mental anguish/psych injury"), depression ("psychological or psychiatric problems condition: depression/psych injury"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy full ,bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia and abdominal pain had resolved, the vaginal haemorrhage, anxiety, depression and dysmenorrhoea outcome was unknown and the migraine was resolving. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: gray metal coiled wire is identified in the left cornua of the uterus, extending into the proximal most portion of the left fallopian tube. The coil is located within the lumen of the fallopian tube and extends roughly 1.7 cm into the left cornua of the uterus. Discrepancy : updated implant date from (B)(6) 2014 to (B)(6) 2014. Previously reported insertion date was (B)(6) 2009 and now updated to (B)(6) 2014. Plaintiff received treatment for gen. Abnormal bleeding, menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 45.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: essure device was successfully occluded. Total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. Events from pfs: abdominal pain was added, outcome of the event menorrhagia (heavy menstrual bleeding), gen. Abnormal bleeding and abdominal pan were added. Essure insertion date was updated. On 3-sep-2019: wrong source document was received. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.